Event description:
It was reported that on (B)(6) there was a battery replacement done because the patient was not having any coverage except on the opposite side. Information regarding cause of event and patient outcome has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that was a 50% or greater symptom reduction. The cause of the event was determined and it was device related; the battery had died. An intervention was taken and the patient recovered without permanent impairment. It was later reported that the patient still had concerns regarding her device or therapy, but was working with a manufacturing representative. An appointment date for 2014-(B)(6) was set.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received by the patient indicating that the health care professional (hcp) put in the implantable neurostimulator (ins) in wrong. It was reported that their surgeries were "botched up...and the first one was on (B)(6) 2014 and did not get coverage in [their] back or hip or down the left leg". The patient did not have any coverage that they needed and was told that severe pressure was put on their spine during the surgery so they would have to go back in and take everything out and replace it. If additional information is received, a follow-up report will be sent.